Manufacturer narrative:
The account has not completed repairs.

Event description:
The accounts biomed stated the trend function does not work. She has adjusted the trend linkages but the issue remains.